Manufacturer narrative:
Complaint no: (B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient experienced a connection issue between an unknown transfer set and a non-baxter device. This occurred during the initial drain of peritoneal dialysis therapy. The patient stopped the initial drain and disconnected from the device. During this step, the patient line became disconnected from the non-baxter device. The patient was able to reconnect themselves. The technical service representative assisted the patient with ending therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.